Event description:
New information was received that there was an additional episode of increased, out of range pacing impedance noted on the right ventricular (rv) lead. No intervention performed to resolve the event and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of high impedance on the right ventricular (rv) lead. Prior diagnostic imaging revealed no insulation anomalies on the rv lead. The patient was stable and will continue to be monitored via merlin.net.